Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple cartridge change errors while loading multiple cartridges. The date on the pump was off by one day and the customer did not know the how the date changed. Tandem technical support assisted the customer with correcting the date. The customer's blood glucose level was 149 mg/dl. The customer was to use insulin injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cartridge change error was verified. No failure was identified with the reported setting/date issue.